Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the confluence of the air and water channels was clogged with foreign matter. As a result of component analysis, it was confirmed to be organic silicone. In addition, it was confirmed by visual inspection and air/water supply that there was no foreign matter clogged in other channels. It was confirmed that white powder adhered to the tip of the nozzle. As a result of component analysis, it was confirmed that it was dimethylpolysiloxane (contained in chemicals such as antifoaming agents). There was no deviation from the instruction manual in the reprocessing procedure for the remaining foreign matter, and there was no physical damage to the foreign matter remaining location. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of air/water supply failure was confirmed. The allegation of scope connector being cracked was confirmed. The crack appeared to be a solvent crack in the electrical contact area of the connector. In addition to evaluation in b5, the connector had a crack. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover had a scratch. The adhesive on bending section cover had a chip. The control unit had a scratch. The up/down knob had a scratch. The switch box had a scratch. The grip had a scratch. The universal cord had a scratch. The protector of universal cord on scope connector side had a scratch. The scope connector cover unit had a scratch. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the gastrointestinal videoscope experienced air and water supply failure. Also, the scope connector was cracked. There was no report of patient harm associated with this event. During incoming inspection, a foreign matter came out of the air supply/water supply nozzle due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.